Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
The manufacturer representative reported they fell on 2015-(B)(6) and initially they had stimulation post fall but then lost it. It was sudden loss of stimulation following the fall. They noted that even though they lost stimulation that the implant was on and they could increase it to 10v and not feel it. The patient programmer was operational. They also noted that the stimulation was positional. The location of the loss of stimulation was "at the pain pattern." The manufacturer representative later met with the patient and reprogramming was performed. After the reprogramming the coverage was good. Lastly, the patient also noted that the pocket site was bothering them. Indications for use are as follows: 033 non-malignant pain 183 complex regional pain syndrome type I.